Event description:
It was reported that the left ventricular lead dislodged. The lead was repositioned on (B)(6) 2013. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.